Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Inner metal bar in the spring on the brush head has come out [device breakage]. No adverse event. Case description: a female consumer of unspecified age reported via e-mail on 29-apr-2017 that the inner metal bar in the spring of the oral-b power oral care refills precision clean had come out. She stated that she did not realize it until she could feel it was in her mouth while she was brushing with an oral-b rechargeable toothbrush, version unknown. The consumer asserted that she normally used the cross action, and had been using oral-b for years. She regularly changed the toothbrush (nearly annually) and brush heads monthly. No symptoms developed. On 04-may-2017 received consumer's follow-up e-mail: the consumer stated that she rubbed the gray logo with a coin and this was a bit of scraping but it's not removing. She noted that she purchased the brush heads in ireland. She stated that she would send the brush and metal part back. No further information was provided.